Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was found unresponsive on her living room by her personal nurse. The cgm was reading 65 mg/dl and the blood glucose reading was 27 mg/dl. The patient was treated by the person nurse with glucagon and woke an hour after treatment. The patient was taken to the hospital, treated further with food and orange juice. After treatment, the cgm was 91 mg/dl and the bg was 94 mg/dl. Their blood glucose was monitored at the hospital and the patient was discharged the same day. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.